Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer saw more insulin drops than usual during basal delivery. Reportedly, the customer was off of pump therapy to take a shower and noticed the drops coming out of the tubing prior to reconnecting to the site. There was no impact to the customer's blood glucose level. The customer resumed insulin therapy via the pump.